Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 24mm x 2.50mm promus premier¿ stent selected. When the device was removed from the hoop and the distal tip cover was taken off, it was noted that the stent was stretched towards the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that stent damage occurred. A 24mm x 2.50mm promus premier¿ stent selected. When the device was removed from the hoop and the distal tip cover was taken off, it was noted that the stent was stretched towards the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The entire distal portion of the stent was damaged. The stent struts were severely stretched and distorted with the most distal struts having the appearance of being pulled out over the catheter tip section. The proximal portion of the stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).